Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received a planned treatment was proceed when the issue occurred. The procedure was completed by moved patient to other system. The philips field service engineer (fse) inspected the system onsite and confirmed the tablet and table functions are not working. After reviewed the log file fse confirmed that some geometry movements were not available. The fse replaced the cable and reloaded software to pdu. After replacement the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geo module will not turn on. The device was in clinical use. Philips has started an investigation of the complaint.